Event description:
Reporter indicated that patient's speech has become more slurred since implant and that their speech is undetectable during stimulation. Loss of weight has also been noted as well as a decrease in handwriting skills. Treating neurologist has reportedly decreased programmed settings, but there has been no change in the patient's condition. Investigation to date has been unable to determine whether the patient's condition is due to progression of their disease of whether the vns therapy is a causal factor.